Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The specific date of the event was requested but was not provided. The initial result was > 10000 and when diluted 1:100, the result was 2727. The customer repeated the sample with a 1:100 dilution and the results were 76184 and 73235. The unit of measure was requested but was not provided. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Updated information was received. On (B)(6) 2016, the initial result was 10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 2727 miu/ml with a data flag. The next repeat result was 76184 miu/ml with a data flag the result of 73235 miu/ml with a data flag occurred on (B)(6) 2016. Data was provided for an additional patient sample that occurred on (B)(6) 2016. The initial result was 10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 5298 miu/ml with a data flag. The repeat results were 27291 miu/ml with a data flag, 55474 miu/ml with a data flag, and 54676 miu/ml with a data flag. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but it was not provided. The reagent lot number was 156542. With an expiration date of 09/30/2017.

Manufacturer narrative:
The field service representative found the probe tubing was out of the pulley. He cleaned the pulley wheels and replaced the pulley tubing. Analyzer performance testing and precision testing was done and was acceptable.